Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 353 mg/dl and an insulin pen injection was used to address the bg level. The customer changed the infusion set and has not received any further occlusion alarms within the past hour. As the customer changed the infusion set prior to contacting tandem technical support, the cause of the occlusion was unable to be confirmed.